Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the power went out during surgery. Therefore there was loss of light.

Manufacturer narrative:
The technical service report indicates: reason for non-repairability: this product is in a state where the power goes off during operation. However, parts supply from the overseas manufacturer for this product will end at the end of december 2021, and replacement parts have been discontinued and are no longer in stock. Therefore, this product cannot be repaired. Probable root cause: light cable. Optics. Leds. Main board. Jaw assembly. Bent esst contact. Inconsistent esst contact. Cable pull out. Camera head. Firewire cable. Software. Front board. Power supply. Thermal switch. Ac inlet board. Ac inlet filter. Touch screen. Workmanship. Inadequate air flow . Inadequate calibration. Excessive lint buildup inside the unit. Use errors. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the power went out during surgery. Therefore, there was loss of light.